Manufacturer narrative:
Per tandem's user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer delivered a bolus of 17 units of insulin instead of 7 units due to accidentally entering the blood glucose (bg) level instead of the carbohydrates value. Bg level was 198 mg/dl. The customer declined a follow-up call to ensure the bg level did not decrease.